Manufacturer narrative:
(B)(6). The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to infuse propofol (programmed to deliver 1000 mg/100ml at 21.84 ml/hr) during therapy. Propofol had been infusing all day on the pump. When a new bottle was scanned the registered nurse noted no change in the amount that had left the bottle (note that the pump does not ask if there are drips falling in the chamber when the bottle is changed, only upon starting a new infusion) and the patient's blood pressure was more elevated, however, the patient still remained sedated. The nurse changed the pump out and immediately started seeing drops in the drip chamber. No additional information is available.